Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm#1 stopped working during the case. Site finished the case using the other arms with no further details about the issues. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer reviewed the logs but could not find an issue after the procedure. No further issues were later found. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.